Event description:
During evaluation of a returned spectrum iq infusion pump, the device did not alarm upstream occlusion within 8 minutes. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device did not alarm upstream occlusion within 8 minutes. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Evaluation inspected the device for upstream occlusion testing and found ultrasonic sensor within specifications. The ultrasonic sensor requires replacement to as precautionary measure not due to pump failure to address this issue. Should additional relevant information become available, a supplemental report will be submitted.